Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (unable to undergo incoming functionality testing) has been confirmed.  Upon investigation the monitor displayed a service code 203.  The cause for the failure was isolated to shorted u12 and u16 components on the on the defibrillator board. The root cause for the shorted components could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor was unable to undergo incoming functionality testing.